Manufacturer narrative:
There is no allegation or indication of any device or system failure or malfunction. There are no reports of any infection in or around the location of the ipg. The position the ipg was placed during the initial implant procedure was too superficial and thus caused the patient discomfort.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023. The implantable pulse generator (ipg) was placed at the posterior shoulder area in order to target the suprascapular nerve. After implant, the patient reported discomfort at the site of the ipg which was determined to be caused by the ipg being implanted too superficial. A surgical procedure was performed on (B)(6) 2024 to place a new ipg in a less superficial position.